Manufacturer narrative:
The event took place outside of the united states (in (B)(6)) and was associated with a product that is also cleared for the market within the united states.

Event description:
Revision surgery occurred (B)(6) 2020 due to a loosening. 36/+3 humeral cup, 36 glenosphere and glenoid baseplate were removed and replaced by 36/+3 humeral cup, 36 glenosphere and glenoid baseplate. Primary surgery occurred (B)(6) 2016.